Manufacturer narrative:
The user facility did not submit a user facility report to the MFR. Event codes were derived based on info documented by a cardinal health tech support specialist in response to a phone conversation with a user facility rep. The following info concerning the eval of the device is a summary of the info documented by the cardinal health service dept tech. The cardinal health service dept tech evaluated the device and was able to reproduce the reported event. The cardinal health service dept tech disassembled the device and found that the o-rings installed were too big, the springs were the incorrect ones, and the diaphragms were contaminated. The cardinal health service dept tech determined that the device was most likely previously serviced by a third party service company who used incorrect parts. The cardinal health service dept tech recommended to the user facility that the device be overhauled. The cardinal health service dept tech performed a complete overhaul on the device which included a complete calibration and checkout to ensure that the device meets all factory specs. Upon completion, the device was returned to the user facility ready to be placed back into service. No component or system trend has been identified and this is considered to be an isolated incident.

Event description:
The following description of the event was documented by a cardinal health tech support specialist in response to a phone conversation with a user facility rep. "Unit reads 100% with 21% set. Incident report. This happened on a pt, no injury."